Event description:
The customer reported that he believed the battery failed causing the device to unexpectedly shutdown.

Manufacturer narrative:
The customer reported that he believed the battery failed causing the device to unexpectedly shutdown. The battery was evaluated at philips, and the failure was confirmed. Replacing the battery resolved the issue.